Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit was monitored weak battery alarms, failed battery test or blank display anomalies were noted. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, stained end cap sticker, cracked case at reservoir tube window corners, scratched reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and they experienced high blood glucose and visited to the emergency room. The customer's blood glucose level was 418 mg/dl at the time of the incident. The customer's current blood glucose level was 311 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.